Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿wide leg bag straps directions for use: 1. Feed green hook fastener strips through the slits of the leg bag. The leg bag strap should be behind the bag and loop pad faces the bag. Secure, press green hook fastener on to white loop pad of the strap. 2. Wrap straps connected to the leg bag around leg, either on thigh or calf. Connect strap by pressing together. Straps must fit snugly, but must be comfortable. Washing instructions: close the green hook fastener strip before washing. Hand or machine wash, using warm water. Do not bleach. Hang dry. Non-sterile reusable, single patient"

Event description:
It was reported that a medium sized leg strap was packaged inside of a case of small sized leg straps.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a medium sized leg strap was packaged inside of a case of small sized leg straps.